Manufacturer narrative:
Product event summary: analysis found that the programmer's display was unresponsive to the stylus, a known good stylus worked with the display. It was also found that the display screen was cracked, and the media bay door, keyboard, and power cord bay door were broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer that was returned for repair after being dropped subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.